Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (retention) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of retain samples indicated that the edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "it was reported that the customer is running hemoglobin tests as is receiving different numbers each time. "

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0345769, medical device expiration date: 2022-04-30, device manufacture date: 2020-12-10. Medical device expiration date: unknown. (The batch 0281159 does not exist for 367856).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "it was reported that the customer is running hemoglobin tests as is receiving different numbers each time. "